Event description:
A 28 mm diameter x 16 mm x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. It was reported that there was approx 3 cm slightly angulated neck, with the left renal located just below the right. During the initial implantation of the stent graft, the final angiogram demonstrated no type 1 endoleak; however, there was a very slow filling type ii endoleak related to a lumber artery which was clinically inconsequential. There was no pulse observed in the aneurysm sac. Recent follow-ups in the CT showed no abnormalities with the graft, and the CT at the time of rupture did not show any graft related endoleaks. The physician elected to remove the stent graft from the pt. During the removal of the stent graft, it was reported that the source of the endoleak was confirmed to be a type ii endoleak, by the observer of vigorous bleeding from a lumber artery located to the left of the mid-line near the aortic bifurcation. The endograft was found to be firmly attached proximally and distally. The pt was successfully converted to an open repair. The stent graft was returned to medtronic and the analysis has been completed. Upon examination, two-90 degree kinks were observed in the mid-body anterior surface of the bifurcate (rings 2-4), likely the result of the reported neck angulation and aortic tortuosity. The graft lims were angulated anteriorly 80 degress (ipsi) & 55 degree (contra), and 30 degree left angulation, relative to the proximal aortic body. No additional clinical sequeale were report. And the pt is fine.